Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited adhesive on bending section cover (a-rubber) and a-rubber had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak at the bending section cover (a-rubber) and ch-tube (channel tube), disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The suggested events are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.